Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported sleeve steering issue in this incident could not be determined. However, it was confirmed that there was a challenging patient anatomy due to the stiff valve and reported generous size of the left atrium, which could result in increased tension on the device and therefore contributed to the user experience; however, this cannot be confirmed. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The additional clip delivery system device referenced is filed under separate medwatch report.

Event description:
This report is filed because the clip delivery system (cds) steered irregularly, which has potential of injury. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation with a grade of 4+. The first clip delivery system (cds) was advanced; however, while steering the cds to the mitral valve with the m-knob, the cds went posterior instead of medial / anterior; it traveled towards the back wall of the left atrium. The cds was removed and replaced with a second cds and it too went posterior instead of medial / anterior; traveling towards the back wall of the left atrium when steering with the m-knob. The device was removed. No clips were implanted due to the anatomy of the mitral valve. The mr remains at 4+. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.